Event description:
Hcp reported "pump stopped delivering drug, catheter was found occluded". The device was explanted and the pump was returned to the manufacturer for analysis. The catheter was not returned. A followup report will be sent when additional information is received.